Event description:
A (B) (4) pt was operated on to repair the flexor tendon of the first metatarsophalangeal joint. The date of the surgery and implant of the tissuemend product was (B) (6) 2008. During the second post-operation visit approximately one and one-half weeks later, an incisional infection was diagnosed. The sutures were removed and it was discovered that the tissuemend product was "jelly-like". The pt's white blood cell count was 9,000.

Manufacturer narrative:
Suspect medical device: one product device was used during the initial surgery. The part number of the device was 6495-9-006. The product lot number was 0808011 with an expiration date of aug 2010. It is not known at this time if any of the original device was explanted. No evaluation of the device was possible. The manufacturing record for the product lot was reviewed and everything was in order. This pt had a history of a skin infection. The diagnosis of an incisional abscess would be consistent with a skin infection at the time of surgery. The possible contamination of the surgical site could have resulted in the deterioration of the product. Contaminated surgical sites could contribute to the enzymatic degradation of the product.